Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.

Event description:
It was reported that the hamilton-t1 ventilator device was unable to deliver complete volumes during patient ventilation, and "machine was swapped and situation improved". The exact issue with the device (malfunction) is at the stage of the investigation unknown. There was no patient harm. The device log files were provided to hamilton medical. Based on the available information it¿s reasonably to presume that the device may have malfunctioned (to be investigated), and that the device or a similar device would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Investigation outcome: it was reported the failure occurred during CPAP ventilation, but only niv was evidenced in the logs. Successful pre op checks were logged on the day before the event, but not on the day event. On reported date of event ventilation was started at 09:14:20 in niv mode. Soon after the device started alarming with various medium and high priority patient alarms, ¿inspiratory volume limitation¿, ¿high minute volume¿, ¿vt high¿, 'check flow sensor tubing' and ¿high frequency¿ in the same time the device also alarmed for ¿loss of peep', ¿low minute volume¿, ¿vt low¿, 'low frequency' and ¿maximum leak compensation¿ alarms. Mode was switched to standby at 09:14:28. The ventilation started again at 09:33:42 in niv mode and the same alarms followed. The device was finally switched off at 12:02:28. Hamilton medical ag was informed that device is back in service with no issues. There wasn't any additional information provided from the hospital but there were no further concerns with this device. No problems were found during tests. Based on the received information, root cause could not be found. This case is considered as closed.